Manufacturer narrative:
Product complaint # (B)(4). Maude report #: mw5100294. The lot number provided, qhmmahc, is invalid in the quality system. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure and the absorbable straps were used. It was reported that the tip of a hernia fixation device broke off when it was being inserted. There were no adverse patient consequences reported.